Event description:
It is reported that an active, healthy male who was receiving v.a.c. Therapy after removal of a pilonidal cyst experienced bleeding after removal of the v.a.c. Granufoam dressing. The nurse reported that pressure was applied and the pt was taken to the emergency room where the wound required suturing under local anesthesia to stop the bleeding. It is reported that there was no bleeding prior to removal of the dressing although it is reported that the pt had recently underwent surgical debridement. It is reported that the pt returned home the same day. Kci records indicate that the pt resumed v.a.c. Therapy in 2009. Six days later, the home health nurse reports that the pt was stable and healing without complications.

Manufacturer narrative:
V.a.c. Labeling instructs the user, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound."